Manufacturer narrative:
E1: (B)(6). Device evaluated by MFR: returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. There was blood in the guidewire lumen and the balloon was loosely folded. At the proximal markerband there was a partial circumferential tear to the balloon. Product analysis confirmed the reported burst, as there was a partial circumferential tear.

Event description:
It was reported that balloon rupture occurred. A 2.00mm x 12mm emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported, that balloon rupture occurred. A 2.00mm x 12mm emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).